Event description:
It was reported that the 9800 sys workstation was not booting up properly. There was no pt involvement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Replaced the sbc circuit board, display adapter board, and hard disk. The sys was tested and found to be working as intended and placed back into svc.